Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the mildly tortuous, heavily calcified mid left anterior descending artery (lad), pre-dilatation was performed and a 3.0x15 rx xience v stent delivery system (sds) was advanced via femoral access for treatment of a de novo lesion. Resistance was felt during advancement and the physician continued to advance the stent delivery system. The stent became loose on the balloon. The decision was made to deploy the stent in the lad before reaching the target lesion as there was concern that the stent might dislodge prior to reaching the target site due to the heavy calcification in the vessel. The target lesion was treated using non-abbott devices. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. As the stent implant was deployed in the lesion, stent movement could not be verified. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.